Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading at the time of the call was 564 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Due to her blood glucose levels, the customer was asked if she felt like she needed medical assistance. The customer stated that she would have her husband take her to the emergency room for treatment. Nothing further was reported.